Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 9/4/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 132mg/dl. The customer did not report symptoms related to diabetes. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of 163 and 210mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 10/31/18 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with the high results that she is getting from her meter. Customer states that prior to going to the hospital (not related to diabetes) she tested at 300 mg/dl on the meter and when she went to the hospital, her blood glucose was 190 mg/dl both at a fasting level. Customer states that she went to the hospital due to increased pain in her abdomen due to diverticulitis, not diabetes.